Event description:
On december 1, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was in the setup mode when attempting to test his blood glucose. The complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by a senior csr. The patient advised the csr that the alleged meter issued started on (B)(6) 2018 at 6:00am, and that his meter ¿no longer registers a reading¿ and he was unable to obtain a blood glucose result. The patient stated that he manages his diabetes with self-adjusted insulin doses (levemir). He advised the csr that approximately four hours after the alleged product issue began, he became symptomatic and that because he was not able to get a reading, he ¿tried to adjust his food intake¿ and began to ¿fast or consume a mild lunch¿. He also explained that he followed his normal diabetes management routine and took 80 units of levemir insulin at 8:00pm on (B)(6) 2018. The patient explained that he experienced symptoms of ¿vomiting, extremely dizzy and disorientation¿ and that his symptoms continued to worsen until the following morning, on (B)(6) 2018 at 6:00am. He stated that he obtained a blood glucose reading of ¿72 mg/dl¿ on his neighbour¿s meter at 6:30pm and he self-treated his symptoms with ¿orange juice and cookies¿. During a review of the call by a senior csr, it was noted that the patient took his normal dose of 80 units of levemir insulin before the alleged product issue began at 8:00pm on (B)(6) 2018. The patient explained that he performs a blood glucose test 3 times per day (6:00am, 12:00pm and 6:00pm) and that his normal readings are ¿100-110 mg/dl¿, and that if his blood glucose levels fall below ¿90 mg/dl¿, he would ¿not feel good¿.at the time of troubleshooting the csr confirmed that the meter was not being used for the first time. The csr was unable to walk the patient through a retest or to provide education on correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because of the alleged issue.